Event description:
It was reported that the device experienced run on during a procedure at the user facility. No adverse consequences or clinically significant delays were reported.

Event description:
No new information.

Manufacturer narrative:
Correction: d9; h3. The device was not returned for evaluation; therefore, a root cause could not be determined for the event.